Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of 'system error 322' alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint 187979. The system error 322 alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The lower auxiliary assembly, door latch hook and upper auxiliary assembly were replaced.